Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed hemothorax and was transferred to another hospital. It was reported that the delivery catheter system (dcs) caused a type b dissection in the distal aortic arch and a stent graft was implanted. No closure devices were used prior to the dissection. No additional adverse patient effects were reported.